Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient experienced a corneal burn at the incision site during a surgical procedure. Event details are unknown. Additional information has been requested. This is 2 of 3 reports for this facility.

Manufacturer narrative:
The company service representative examined the system and was not able to confirm the reported event. The system was then tested and met all product specifications. The system was manufactured on february 5, 2018. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The serial number of the handpiece was not provided. Therefore, a complaint serial number review of the handpiece could not be performed. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).